Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. It was found that the articulation flag at the proximal end of the sulu adapter had been bent. The articulation flag was bent into the proper position. The reload was loaded into a pmv instrument. The reload was applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy, but the product was not used on the patient. The first firing on the duodenum was successful. On the second firing to resect the stomach, the nurse attempted to connect the reload to the handle but the pivot point was distorted. The device could not be connected. A new reload was loaded firing was completed successfully. No patient injury or extension in surgical time. Patient status is no problem.